Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Event description:
After submission of the initial MDR, product was received on 5/30/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). MFR no 3004753838-2025-144657 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.